Event description:
The pt reportedly experienced loss of lock between the internal device and the external equipment. The center reported that the non-verbal pt is prone to knocking his head on doorframes. External equipment was exchanged and programming changes were made; however, the problem was not resolved. Add'l device testing could not be performed due to loss of lock. Revision surgery will be scheduled.